Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2017, the patient observed multiple low flow alarms and was assessed in the emergency department. Multiple pump stoppages while the lvad system was connected to the power module were reported. The lvad system was connected to an ungrounded power module patient cable. X-ray images reviewed by the manufacturer¿s technical services representative revealed an area of concern near the driveline exit site. A distal end percutaneous lead (driveline) replacement was completed on (B)(6) 2017. The patient was reported to be asymptomatic. No additional information was provided.

Manufacturer narrative:
The pump was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that the system controller produced red heart alarms. The system controller log file revealed several pump stoppages, changes in lvad speeds, and pump power fluctuations. These events were all recorded while connected to the power module. A percutaneous lead (driveline) replacement was performed on (B)(6) 2017; however, pump stoppage events occurred post-replacement. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Approximately 19 inches of the distal end/external portion of the driveline was returned for evaluation. Electrical continuity testing of the driveline segment revealed that all wires were electrically intact. Moderate breakdown of the metal braided shield consistent with over 1.5 years of use was observed along the length of the driveline segment. Microscopic inspection and high potential testing of the underlying wires revealed no areas of compromised wire insulation. The explanted lvad was returned for evaluation. The driveline was returned cut approximately 2.5 inches from the pump housing and the remainder of the driveline was returned in one segment. Electrical continuity testing of both returned portions of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was observed on the internal portion of the driveline, approximately 11-13 inches from the nipple of the pump housing. Microscopic inspection of the underlying wires in the area of shield breakdown revealed breaches to the insulation of the green and black wires near the exit site, approximately 11.5 inches from the nipple of the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of repetitive movement of the wires in this location and abrasion against the braided shield. If the exposed conductors of either of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppages as recorded in the submitted system controller log files. The system also had the potential for an electrical short to occur on battery power if the exposed conductors of both compromised wires made direct contact with each other or simultaneous contact with the braided shield. Upon disassembly of the returned pump, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.